Manufacturer narrative:
Calibration was acceptable. Performance testing failed for several indicator tests. Based on the provided information, the investigation determined the issue was related to hardware and insufficient daily maintenance by the customer.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the gluc3 (glucose hk) assay on a cobas 8000 c 502 module. The sample initially resulted in a gluc3 value of 20 mg/dl. The patient sample was repeated, resulting in a value of 4.3 mg/dl. No questionable result was reported outside of the laboratory. The gluc3 reagent lot number was 62565801, with an expiration date of 30-jun-2023.